Event description:
As reported, a patient developed a pseudoaneurysm in the groin after use of a 5f mynx control. The patient developed a hematoma post procedure and returned to the operating theater within 3 hours for the repair of the pseudoaneurysm. The device is not being returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.